Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the needle was used and retracted in the distal antrum. The scope was moved after treatment and it appeared that needle came back out on its own inside the patient. The physician pulled the injection gold probe out of the scope and the needle was stuck in the out position. The case was completed with olympus heater probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)